Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the unexpected restart error, general or external ram crc error alarm due to unresponsive button. No button error alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were unresponsive,. Customer¿s blood glucose was 198 mg/dl at the time of incident. Customer also reported that the insulin pump alarmed unexpected restart and external error after battery change. Insulin pump is being replaced and is expected to return for analysis.